Manufacturer narrative:
Additional suspect device components involved in the event. The explanted material will not be returned as they were discarded by the medical facility.

Event description:
A report was received of an explant due to exposed lead extensions which had protruded through the patient's skin. The physician noted the site was infected, however, no culture was taken.